Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The root cause was determined to be restart detection. No injury or medical intervention was reported.